Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, the physician noticed that only a few minutes over about 1.5 hours of atrial arrhythmia were recorded. The physician would like to know whether the duration of this atrial arrhythmia episode was correct, under what conditions this arrhythmia was sustained and what was the criteria that confirmed the end of the episode.

Event description:
Reportedly, during a scheduled follow-up performed on april 7th, 2017, the physician noticed that only a few minutes over about 1.5 hours of atrial arrhythmia were recorded. The physician would like to know whether the duration of this atrial arrhythmia episode was correct, under what conditions this arrhythmia was sustained and what was the criteria that confirmed the end of the episode.